Event description:
Some oversensing with tip to coil at .lsmv. Noted the same lead in a previous suede device had ventricular undersensing which is why the lead is programmed in the medtronic device to tip to coil rv sensitivity at .15mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).